Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not charge.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not charge.

Event description:
A medtronic representative reported that, while outside of a procedure, a low battery alarm was found on the imaging system. No additional information was provided. There was no patient present when this issue was identified.